Manufacturer narrative:
H10: the actual device was not available; however, a companion sample was received for evaluation. A visual inspection and functional testing were performed with no issues noted. The reported issue could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) homechoice cassettes leaked; further described as ¿at the end of the patient line fluid was coming out; not at the end but at the junction where it is crimped¿. This occurred during priming for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.